Manufacturer narrative:
Device sample returned for analysis, received 1 january 2024 and analysis completed on 03 january 2024. Manufacturers incident report is updated to reflect the results of device analysis and investigations. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate.

Manufacturer narrative:
(See h3) no product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the health care provider to the manufacturer, and limited information has been made available. It was reported that the patient was diagnosed with contact lens related keratitis in right eye (od) and physician noted a paracentral inferior scar or opacity. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed severity or treatment, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.